Event description:
It was reported that the balloon was perforated. The target lesion was located in the below-the-knee vessel. A 4.0mmx80mmx135cm (4f) sterling balloon catheter was used in a percutaneous transluminal angioplasty for dilatation. However, during the procedure, a continuous drop in inflator pressure was observed and it was found that the head part of the balloon was perforated. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient condition was stable.

Event description:
It was reported that the balloon was perforated. The target lesion was located in the below-the-knee vessel. A 4.0mmx80mmx135cm (4f) sterling balloon catheter was used in a percutaneous transluminal angioplasty for dilatation. However, during the procedure, a continuous drop in inflator pressure was observed and it was found that the head part of the balloon was perforated. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the sterling balloon was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a rupture at 10mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.